Manufacturer narrative:
Concomitant medical products: product ID: c3tr01 crt-p, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, rising impedance and a high sensing integrity counter (sic). Reprogramming occurred. The rv lead remains in use. No patient complications have been reported as a result of this event.